Manufacturer narrative:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. Device evaluation details: on (B)(6) 2021, additional information was received indicating the device has been discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30541643m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis and prolonged hospitalization. During an atrial fibrillation case, a pericardial effusion was noticed as there was a drop in blood pressure with the patient and pericardial effusion was confirmed by intracardiac echocardiography (ice). Medical intervention provided was a pericardiocentesis and an unknown amount of fluid was removed. Patient was reported to be in stable condition. It was reported that during the use of the ablation catheter while completing lesion on the appendage and continuing to isolate the pulmonary vein, the physician mentioned the ridge was a very tricky place and while navigating the catheter, it slid and accidentally touched it and that is when it could have happened. The physician¿s opinion on the cause of this adverse event is that it was procedure related. Physician believes the la ridge was difficult to navigate, and possibly perforated while trying to ablate there. Also, important to note that the left atrial appendage was unintentionally ablated: (4) 20 second lesions at 40 watts, impedance 160-135 ohms with average 15 ohm impedance drops, average 15g of force. However, physician believes the cause was that the ablation catheter was too difficult to balance on the ridge in order to ablate and constantly slipped off of it. Patient outcome of the adverse event was reported as fully recovered (no residual effects). The patient required extended hospitalization for monitoring. Physician mentioned the patient has undergone two prior ablations for right atrial flutter. A smartablate generator was used in the case. Transseptal puncture was performed with sjm brk needle. Prior to noting the cardicac tamponade ablation had already been performed. There was no evidence of steam pop. The event occurred during the ablation phase of the procedure. Irrigated catheter was used in the event and the flow setting were thermocool st. 17 or 30 ml. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used included graph, dashboard, vector & visitag. Visitag module parameters used for stability were impedance drop, 5-10 ohm coloring, 3mm tags, visitag settings: 3mm, 3sec, force 25% of time with at least 3g, respiratory gated and impedance drop.